Manufacturer narrative:
A beckman coulter field service engineer evaluated the instrument and confirmed a leak from the cap piercer. The fse determined the cap piercer drain line (#118) was obstructed. The fse flushed the line to remove the obstruction. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 660i instrument was leaking from the cap piercer assembly onto the top of sample caps. The customer was not able to determine the specific source of the liquid. The issue was referred to a beckman coulter field service engineer. The leak was contained to the instrument. The operator wore gloves and a lab coat while using the instrument. No erroneous results were generated.